Manufacturer narrative:
Eval summary: the unit was received with minor scratches. The analysis site confirmed the customer complaint. To correct the issue, the analysis site calibrated the unit. The part replaced that was not complaint related was the blue rotational cable. After servicing, the unit passed all qa testing procedures. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
The customer has reported that the holster is giving green cable error codes during the breast biopsy. The physician has requested to have the green cable evaluated for possible damage. There have been no pt consequences reported.